Manufacturer narrative:
B3: date of event - estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip was explanted and is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the clip opening. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (71221u130) was implanted reducing mr to a grade of 1. Approximately one-year post procedure, the patient returned in a bad clinical state showing symptoms of dyspnea and fatigue. Echocardiogram was performed, and mr had increased to a grade of 4. It was suspected by the physician that the implanted clip was not fully closed. On (B)(6) 2019, a second procedure was performed to treat increased mr with a grade of 4. Echocardiogram showed two jets; one in the medial part of the valve, and another in the lateral part. One clip (90223u124) was advanced, and grasping was performed on the medial part of the valve. The first grasp was noted to be too high on the mitral valve plane. The clip was repositioned, but when coming back to the valve plane, the physician felt tension in the clip delivery system (cds) due to the clip being caught in tissue. The clip was freed and was again repositioned. Grasping was performed; however, mr was unable to be reduced. It was then noted that a tear on the anterior leaflet occurred. The procedure was aborted, and the mr remained at a grade of 4. A few hours later, the patient underwent mitral valve replacement surgery. The mitral valve replacement was successful, and the patient remains in stable condition. No additional information as provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement cannot be determined in this incident; however, the recurrent mitral regurgitation (mr) was due to unintended movement. The reported dyspnea and fatigue were a result of recurrent mr. The reported patient effects of dyspnea, fatigue and mr as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.